Event description:
It was reported the patient has had seizures since (B)(6) 2014. The seizures were not a pre-existing condition and during the last two months the seizures had increased in frequency. The seizures lasted about 10 to 15 seconds. Two days prior to this report the patient had six seizures in a row with about a 20 second break in between. The patient was taken to the emergency room and a CT scan was done, but there was not enough detail to determine the cause. The patient had a right lead replaced in 2010 or 2011. An appointment with the patient¿s healthcare professional was scheduled for the day of this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-11827.

Manufacturer narrative:
Concomitant product(s): product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387-40, lot# l75839, implanted: (B)(6) 2000, product type lead: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# va01k4q, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).